Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue at this time. All available information was investigated a definitive cause for reported single leaflet device attachment (slda) in this incident could not be determined. The additional therapy / non-surgical treatment was a result of the case specific circumstances as an additional clip was deployed lateral to the first clip for stabilization. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip referenced is filed under separate medwatch report numbers.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed in a2/p2 without issue. The second the cds was advanced and during grasping it was noted that the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). There was no grasping difficulties and the second clip did not come in contact with the first clip. The second clip was deployed lateral to the first clip for stabilization. After the clip was deployed, the clip detached from the anterior leaflet too. A third cds was advanced, and the clip became caught on the chords. Troubleshooting was performed and the clip was freed with no damage to the chords. The clip had difficulty grasping the leaflets and mr reduction could not obtain. The physician decided not to deploy the clip and was removed. Two clips implanted with mr remaining at 4. No additional information was provided.